Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a partial display and time clock anomaly. The customer¿s blood glucose level was unknown at the time of the incident. Customer states that the scratch across right side of screen, haziness across screen, hairline crack top right of screen. The insulin pump will be returned for analysis.